Event description:
Rptr is reporting an unsafe product, not an incident. Reporter's spouse and rptr recently purchased the first years easy comfort single breast pump. The problem with the pump that makes it unsafe is that it pulls milk into the air line and pump assembly, both of which are unable to be cleaned or sterilized. Once milk has entered the line and pump, it cannot be removed and may contaminate milk supplies. First years offered reporter and spouse a refund for the unit or a repair. They feel the product should be recalled in order to keep children from drinking contaminated breast milk.